Event description:
The pump was returned to the manufacturer for repair of a motor/battery. The pump was found to have a broken actuator which could result in a freeflow condition. The user reported that pump was not on a patient.

Manufacturer narrative:
MFR's report date 6/24/97. The pump was returned to the MFR for routine service and was found to have a broken valve actuator tip. The pump was functionally tested and found to freeflow. The exact cause of the breakage is unknown. It is suspected that a sharp object was used to open the latch causing stres to the actuator. Use of hard tools during cleaning can also break the acturtor valve tip. A new label hjas been implemented instructing the user to only use their finger to open the latch. The facility will be advised to refer to service bulletin #394 (11/95) on the proper method for cleaning the instrument.